Event description:
Customer's mother reported there is a crack on customer's insulin pump on the battery compartment. Customer's blood glucose is 113 mg/dl. The device is also missing labeling around the act button. The damage occurred when customer was tightening the battery cap. When it was hard to unscrew, the crack occurred. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.